Event description:
This was a right-sided lead extraction procedure to remove two leads due to cied system/pocket infection. Both leads were prepped using #2 llds. The ra lead (bsc 4480 fineline, implanted 5 years) was targeted first using a 14f sls ii laser sheath. After about 20 seconds of lasing, the ra lead began to pull apart and into the svc area. The physician then switched to the rv lead (bsc 4457 fineline, implanted 5 years), noticing a minor hang up between the junction of a temporary lead (pacemaker dependent) and the ra lead, but was able to lase down the rv lead tip. After about 45 seconds of lasing time, the rv lead was removed except for about .5 cm lead tip. The physician then switched back to the ra lead, withdrawing the 14f sls from the patient. Upon removing the sheath, the patient's blood pressure declined and an effusion was noted on tee. Rescue measures were immediately initiated and a sternotomy was performed, whereas an svc injury was discovered and repaired. An attempt to snare the remaining lead fragment was done from a femoral approach, however because of the close proximity to the repaired area and some pressure changes, the attempt was aborted. The patient survived the intervention.

Manufacturer narrative:
(B)(4). Placeholder.